Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body found no anomalies; tissue was noted entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced an episode of ventricular tachycardia (vt) that failed to convert with anti-tachycardia pacing (atp). A subsequent shock was successful in restoring a normal rhythm to the patient. Upon testing in clinic the lead loss of capture (loc) was observed though lead measurements were within normal limits. The physician elected to perform a revision procedure at which time the rv lead was repositioned but displayed unstable pacing threshold measurements through the pacing system analyzer (psa). The lead was subsequently explanted and replaced without consequence. No adverse patient effects were reported.